Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC was found to be leaking at the distal end of the primary port. The customer reports that the PICC was inserted on (B)(6) 2011 in the left post auricular and secured with tegaderm and steri-strips. On (B)(6) 2011, the PICC was noted to be leaking and was removed. The PICC was replaced with a peripheral IV in another site. The customer also reports the patient status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.